Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was done which observed small white particulate matter inside the drip chamber. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which observed a white particulate matter inside the drip chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was found in the drip chamber of a buretrol sol. Admin. Set. This was identified during patient use. The patient received normal saline solution (nss) followed by pre-medication for chemotherapy. After the nss ran out, an unspecified device alarmed. The nurse checked the remaining nss in the set and found white particulate matter in the drip chamber. The set was replaced there was no patient injury or medical intervention associated with this event. No additional information is available.